Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, the lay user/patient¿s mother contacted lifescan (lfs) india, alleging that the patient¿s onetouch select simple meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began about 20 days prior to contacting lfs when the patient obtained blood glucose results of ¿more than 400 mg/dl¿ with the subject meter. The patient manages their diabetes with a combination of oral medication (exact medication not communicated). The reporter informed the cca that when the alleged issue began, the patient tested their blood glucose in response to symptom of feeling ¿uneasy¿ and obtained readings of ¿450 and 435 mg/dl¿ with the subject meter. As a result of the elevated readings, the reporter claimed the patient took an increased dose of medication (1 extra tablet). Due to the symptoms observed and elevated readings obtained, the patient was taken to hospital where they received result of ¿50 mg/dl¿ on the hospital meter. The reporter claimed the patient was admitted to the hospital for "low sugar levels". The reporter was unwilling to provide details of the type of treatment given at the hospital. The patient was later discharged. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject. The cca noted that the test strips associated with the complaint had been discarded in the hospital. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after taking an increased dose of oral medication for diabetes (exact medication not communicated) based on alleged inaccurate high results obtained with the subject meter.